Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to no benefit from the device since initial implantation. Absent intraoperative neural response telemetry (nrt) was reported during the initial surgery. The surgeon attempted implantation to assess potential benefit; however, no clinical benefit was observed, resulting in the decision to explant the device. It is unknown if there are plans to reimplant the patient as of the date of this report.